Event description:
*Us legal* it was reported that, after a left bhr-tha was performed on (B)(6) 2020 due to degenerative arthritis, the patient experienced increasing cobalt and chromium levels. An MRI showed fluid collection with synovial thickening, consistent with adverse local tissue reaction. This adverse event was treated with a left revision surgery on (B)(6) 2021. Patient's current health status is unknown.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Section d10 was updated.

Manufacturer narrative:
H3, h6: it was reported that a hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the historical complaints data for the acetabular cup and the hemi head and sleeve was performed. Using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product and using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date. No other similar complaints were identified to involve this batch for the acetabular cup. Other similar complaints were identified to involve this batch for the hemi head and sleeve. However, as the device is no longer sold, no action is to be taken. No other similar complaint has been identified for the part number and the reported failure mode for the sleeve. Other similar complaints have been identified for the part number and the reported failure mode for the acetabular cup and hemi head. However, as bhr systems of this size, hemi heads, sleeves are no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. All the released devices involved met manufacturing specifications upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. A review of historical a review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions required. The available medical documents were reviewed. With the information provided the clinical root cause of the reported ¿increasing metal ions and moderate synovitis¿ cannot be confirmed. It cannot be concluded the reported clinical reactions were associated with a malperformance of the implant or implant failure. The patient impact beyond the revision and expected transient post-op convalescence period cannot be determined. Without the return of the devices used in treatment or additional information we cannot advance the investigation or confirm this complaint; our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, excessive patient weight, trauma to the joint replacement. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.